Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer's blood glucose level was in 50's mg/dl. The customer would treat low blood glucose levels with anything in the house. Customer stated when they took bolus for blood glucose level, it would drop down. The insulin pump was in auto mode at the time of incident. The customer declined troubleshooting for low blood glucose levels. The insulin pump will not be returned for analysis.